Event description:
According to the initial report, the patient underwent a two-fold plastic surgery in the posterior fossa of the skull after the surgery of the left cerebellar angle. Twice the operative site suppuration episode - the culture results were negative. Re-operated on (B)(6) 2022 - a problem with bioglue, used in the neurosurgical operating room, was noticed. Ultimately, the preparation should seal the operated site, reducing the risk of postoperative fluid. The loss of sealing properties and the generation of a purulent process were found during wound healing by bioglue.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, "the patient underwent a two-fold plastic surgery in the posterior fossa of the skull after the surgery of the left cerebellar angle. Twice the operative site suppuration episode - the culture results were negative. Reoperated on (B)(6), 2022 - a problem with bioglue, used in the neurosurgical operating room, was noticed. Ultimately, the preparation should seal the operated site, reducing the risk of postoperative fluid. The loss of sealing properties and the generation of a purulent process were found during wound healing by bioglue."

Manufacturer narrative:
Multiple attempts to obtain additional information were made with no response. The manufacturing records for lot number bg000292 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. The following information was not provided and is unknown: the amount of bioglue applied, the condition of the native tissue, what the ¿problem with bioglue preparation¿ means, where and how the bioglue was applied (i.e. As an adjunct to a dural patch or in some other manner). There is insufficient information to draw definitive conclusions or associations with respect to the utilization of bioglue, a potential problem with the bioglue preparation, the loss of seal, and the suppurative process in this procedure. Based on the limited information available, and the uncertainty in regards to the alleged deficiency, no conclusion can be made at this time. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.